Manufacturer narrative:
Concomitant product(s): a 5076-58 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead intermittent undersensing of atrial arrhythmia, does not appear to alter device function. The ra lead remains in use. No patient complications have been reported as a result of this event.